Manufacturer narrative:
Gtin/UDI number for item 2426-0500, lot 16103035 is (B)(4). Gtin/UDI number for item 72213n, lot 16106352 is (B)(4). The customer complaint of the secondary back flowed into the primary could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the chemotherapy drug back flowed into the primary bag and the primary bag was found to be overfilled under high pressure. There was no report of patient harm.